Event description:
Upon receipt of the device, the user reported the level sensor module being concave and not making contact with the reservoir. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is progress, but not concluded.